Manufacturer narrative:
Zimvie complaint (B)(4). Multiple MDR reports are filed for this event. 0002023141 - 2022 -02334 and 0002023141 -2022 - 02336. Patient weight is not provided / unknown. Date of event is not provided / unknown. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Summary investigation.

Event description:
It was reported that the implant was removed due to peri implantitis.

Manufacturer narrative:
This report is being submitted to report corrected information to 0002023141 - 2022 - 02335. Customer confirms an updated lot number. The following sections are being reported: d4: lot number, expiration date and unique identifier (UDI) number. H2: if follow-up, what type. H4: device manufacturer date. H10: additional narratives/data.

Event description:
No additional or corrected information to report.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report corrected information to 0002023141 - 2022 - 02335 - 1. Further follow up with customer confirms that the lot number is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.